Event description:
It was reported that "injury to the pulmonary artery occurred during use in a cardiac surgery. When the procedure was completed and while the patient was still on the artificial heart-lung machine, the physician withdrew the catheter to bring it to the proper position. Then bleeding was observed due to the injury to the pulmonary artery and treatment was provided. The patient was recovered afterward." A follow-up attempt was unable to obtain any other information from the customer.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Perforation of the pulmonary artery is a known complication of swan-ganz catheter use. Factors associated with the development of fatal pulmonary artery rupture during the use of flow-directed balloon-tipped catheters are pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation and other vascular traumas. As noted in the product IFU: spontaneous catheter tip migration towards the periphery of the lung occurs during cardiopulmonary bypass. Partial catheter withdrawal (3-5cm) just before bypass should be considered, as it may help reduce distal migration and prevent permanent catheter wedging post-bypass. After termination of bypass, the catheter may require repositioning. Check the distal pulmonary artery tracing before inflating the balloon. In this case, the rupture was noted during catheter repositioning. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.